Event description:
It was reported that a dexcom g7 sensor repeatedly failed to pair with the ilet, with intermittent communication issues observed between the cgm and ilet; the user and a family member attempted multiple steps including toggling between g6 and g7, restarting the ilet, cycling bluetooth, unpairing and repairing the ilet app, and powering off a dexcom receiver before the sensor finally paired, and blood glucose values of 217 mg/dl and later 171 mg/dl were noted during the event. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem associated with communication failures and implicated components in the electrical and magnetic domain, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.